Event description:
It was reported that the pump battery intermittently could not be charged. Customer¿s blood glucose level was around 200 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.